Event description:
It was reported that bd nexiva diffusics w/maxzero 20g x 1.75 in leaked it was reported by customer that the leaking at the hub before extension set verbatim: leaking at the hub before extension set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that during the functional testing, leak test, a leak was observed at the junction of the tubing with the luer adapter. A visual inspection of the device showed what looks to be damage to the tubing which was causing the leak. Bd was not able to determine the cause of the failure, throughout our manufacturing process there are flow controls capable of rejecting parts that do not meet the specifications for flow. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.